Event description:
Device implanted in 2003 and when seen by orthopedic pysician the dcs 8 hole plate (281.98) had broken. Pt returned to surgery 5 months later to have plate removed and a femoral rod placed.